Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited an alert for a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead in the triad configuration. The rv lead is not a boston scientific product. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that the presenting electrogram (egm) from the same day as the alert shows an abnormal shock channel morphology compared to the presenting egm from approximately one month earlier. Ts indicated this suggests a potential rv lead fracture and suggested that the hcp bring the patient into the office for a lead integrity evaluation with isometrics and full lead testing. Ts also discussed the rv lead vector breakdown for shock impedance testing. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information indicates a lead repositioning procedure was performed but then the entire system was subsequently explanted and replaced approximately one month later. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited an alert for a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead in the triad configuration. The rv lead is not a boston scientific product. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that the presenting electrogram (egm) from the same day as the alert shows an abnormal shock channel morphology compared to the presenting egm from approximately one month earlier. Ts indicated this suggests a potential rv lead fracture and suggested that the hcp bring the patient into the office for a lead integrity evaluation with isometrics and full lead testing. Ts also discussed the rv lead vector breakdown for shock impedance testing. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information indicates a lead repositioning procedure was performed but then the entire system was subsequently explanted and replaced approximately one month later. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited an alert for a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead in the triad configuration. The rv lead is not a boston scientific product. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that the presenting electrogram (egm) from the same day as the alert shows an abnormal shock channel morphology compared to the presenting egm from approximately one month earlier. Ts indicated this suggests a potential rv lead fracture and suggested that the hcp bring the patient into the office for a lead integrity evaluation with isometrics and full lead testing. Ts also discussed the rv lead vector breakdown for shock impedance testing. The products remain in-service. No patient symptoms or adverse patient effects were reported.